Manufacturer narrative:
A review of the device history record (DHR) was performed for part number 00-5150-482-00, lot 63023631. This lot was manufactured and released into inventory on 5/12/2015. All manufacturing, inspection and testing requirements were documented as followed and acceptable. The device was returned on 2/8/2016. The device was returned partially opened in the original zimmer surgical packaging. The tyvek lid was pulled back and opened to the sterile tray. A single hair was found in the packaging trapped to the tray with the adhesive from the tyvek lid. Visual inspection noted no other issues with the device or packaging. This has been deemed as an out of the box reported event. The reported event was a non-functional item therefore functional testing was not warranted. The customers reported event was that a hair was found inside the sterile packaging. Incoming visual inspection confirms that a hair was found. The review of the DHR found no spontaneous anomalies. The review of the manufacturing, assembly, package and inspection process for this product noted no systemic issues. The clean room environment and cleanliness procedures are designed to guard against this type of contamination. Based on the visual inspection, the hair was captured in the tyvek adhesive and was present during packaging and prior to sterilization. The most likely cause for this reported event is hair contamination from the manufacturing operator at the time of packaging. Since this is the only complaint on this production lot for contamination this appears to be an isolated incident. There are no recommended actions at this time; severity and frequency do not warrant further actions. The reported issue is trended by quality reports.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery a hair was found in the pulsavac packaging. The surgery was completed with an alternate device and no medical intervention or additional surgical procedure was required.